Event description:
It was reported that the customer's insulin pump alarmed motor error on and off for the last three months. Troubleshooting was performed. Reviewed the alarm history and found the alarms and the time on the device was incorrect. Ran a displacement test and the test failed. The customer received a no delivery alarm. Assisted the customer to cleaning the alarm and to prime, but an error alarm occurred. Performed a self test and the insulin pump rewound itself. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor alarms during the displacement test due to motor high current draw. No motor error alarms or rewind anomaly occurred during test.